Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-03146, 1225714-2014-03147, 1225714-2014-03148, and 1225714-2014-03149.

Event description:
The plaintiff's attorney alleged that the decedent experienced multiple cardiovascular events on or about (B)(6) 2012 and subsequently expired on or about (B)(6) 2012, after the use of the product.